Event description:
It was reported the parkinson¿s disease patient was implanted the month prior to report and that on (B)(6) 2015, the patient ¿felt limb weakness and rigidity on their right side.¿ it was further reported the patient experienced a ¿lack of power¿ and spasticity on the right side of their body and continued to experience these symptoms as of two days after initial report. The cause of the issue was not determined and it was unknown whether any troubleshooting or interventions had been taken. The patient was redirected to their healthcare provider (hcp). Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).